Event description:
It was reported that an er320 was used during a cholecystectomy. It was reported by the affiliate that the instrument intermittently does not fire, and when it does fire, the clip shoot out (eject) open and not closed. There was not consequence to the pt. 08/05/1998 message from affiliate. The clips did not fall into the pt. On testing the instrument, it was noted that the clips not form and shot out.